Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her infusion set and insulin squirted out during the rewind process. The insulin pump turned off and did a count down and then it went back to rewind again. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer confirmed that they were stuck in the rewind complete/bolus delivery loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to verify prime anomaly or perform the occlusion test, excessive no delivery test due to motor error alarm. The insulin pump passed the operating currents test, self-test, error test and displacement test due to motor error alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.